Event description:
The customer initially called for assistance with her contour next ez meter. During the call the control test was run and the readings were 172 and 219mg/dl. The meter did not automatically mark the readings as control tests, which will be displayed as blood tests when accessing the memory of the meter. No adverse event alleged. The customer is expected to return the control solution for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.